Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had got wet. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (290 mg/dl). The customer stated they will obtain manual injections from the pharmacy to address elevated bg level. It was indicated that the customer would obtain manual injections as alternate insulin therapy until the replacement pump was received.